Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a wearable failure. Prior to the patient¿s wearable failing, the patient¿s last known cgm value was low mg/dl. However, it was not specified how much time elapsed from the patient receiving the cgm value of low mg/dl and the wearable failing. It was stated that the patient did not provide herself with any treatment for the cgm value of low mg/dl. At an unspecified time later, the patient experienced a headache and then lost consciousness. When the patient woke up on her own, she then called ems. Once ems arrived, the patient¿s bg meter reading was 36 mg/dl. The patient was treated with IV dextrose, juice, and a sandwich. She was then transported to the emergency room. The patient could no longer recall what medication or treatment she received while at the hospital she was discharged 5 days later. The patient was ¿fine¿ at the time of report. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.